Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer¿s blood glucose was 563 mg/dl at the time of the incident. The customer¿s current blood glucose 599 mg/dl. Customer had symptoms such as dehydrated. The customer had treated with insulin pump. The product was not returned for analysis.